Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a slight line was observed on a 2d image. Gain calibration was performed which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure 3d images acquired by imaging system had ring artifact in it. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.